Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the partial lead was returned in segments, analyzed and primary analysis revealed no anomalies. There was blood/body fluid on the distal conductor (not obstructed). The inner tubing was kinked/buckled. The outer insulation had a cosmetic depression. There was blood in/on the helix/lobe mechanism and sleeve head. Visual analysis revealed apparent explant damage.

Event description:
It was reported that there was a patient alert triggered due to oversensing and noise on the right ventricular lead. The lead was deactivated and replaced. No patient complications were reported as a result of this event.